Manufacturer narrative:
Additional information was received. No allegation on this device and it was explanted as part of a routine change out.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a product performance anomaly. Subsequently, it was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported. Additional information was received from the field that there was no allegation on this ICD and it was change out during lead extraction procedure. This product is not expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a product performance anomaly. Subsequently, it was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.